Manufacturer narrative:
Per the clinic, the patient experienced a skin necrosis and subsequently was treated with oral antibiotics. However, the issue did not resolved. The device was explanted on (B)(6) 2022. Reimplantation is planned but has not taken place as of the date of this report. This report is submitted on april 4, 2022.

Event description:
Per the clinic, the patient underwent a revision surgery on (B)(6) 2021 due to a wound dehiscence over receiver/stimulator site subsequent to sustaining a head trauma (specific date not reported). The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on february 9, 2022.

Manufacturer narrative:
Per the clinic, the patient experienced an infection at the magnet site (specific date not reported). The implanted device remains. Additional information has been requested but it has not been made available as of the date of this report. This report is submitted on (B)(6) 2022.